Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that general dentist referred back as implant had fractured. Surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, will replace implant. Symptoms as a result of the event: bone loss.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual evaluation of the product identified bone debris on external threads. Implant fractured at the collar. Bone loss could not be verified. Summary investigation attached in complaint. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density and placed on a previously allografted site. The reported device had been placed on tooth #19 (universal) for approximately 3 years. Implant was loaded prior to failure. X-ray & picture evaluation: x-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1220621) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1220621) for similar events and no other complaint was identified. Jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture) did occur, and the reported event was confirmed. Bone loss could not be verified. Summary investigation attached in complaint.

Event description:
No further event information available at the time of this report.